Event description:
It was reported that: this device was used at an extreme angle under exceeding pressure update (B)(6) 2017: the tip broke.

Manufacturer narrative:
The customer reported event was confirmed via functional inspection. The internal mechanism of the device was found broken. Manufacturing history was reviewed and no issues were identified. A root cause of the event was determined to be patients' tight disk space as well as using the device at extreme angle.

Event description:
It was reported that: this device was used at an extreme angle under exceeding pressure. Update 8/2/2017: the tip broke.